Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicated that the patient didn't show up for their appointment to check their system and the rep had not been in contact with them since. They had no further information and no further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having poor/no telemetry/communication with recharging. It was noted that when they hook their belt it doesn¿t want to recharge their battery. It was reported that the patient kept getting the reposition the antenna message when they would try to recharge their ins. It was reported that the insr was fully charged. It was reported that the last time they had stimulation was about a month ago, this was also around the time they were last able to successfully charge their device. The reason for not charging their device was reported to be due to the patient not using it for a little bit. It was reported that they normally recharged it when it would get low. It is unknown whether the patient is able to communicate patient programmer as the product was not available at the time of the call. It was also reported that the patient fell the other day (last week, probably on thursday (B)(6) 2017). The patient was advised to call back when they had their patient programmer so that troubleshooting could be done. No symptoms were reported. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they last successfully recharged their device at least a few months ago. They were not able to communicate with external devices. Additional information received from the manufacturing representative (rep) indicated that the patient had stopped using their ins in (B)(6), 2016, because their pain had been completely gone. The patient had a fall one week ago and had an increase in pain, thus they tried to turn their stimulator on, but could not. The rep suspected that the device was in overdischarge. It was noted that the patient was arranging care with a physician in their town, and a physician mode reset (pmr) will be attempted at that time. No further complications were reported.